Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 155 and 195mg/dl. Tests were done within 10 mins. Pt using expired control solution and is not cleaning meter correctly. Codes on pt's meter and test strips do not match. Pt did not experience any adverse events. No further info has been reported.